Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2301118. D4. Medical device expiration date: 31dec2027. H4. Device manufacture date: 27dec2022. D4. Medical device lot #: 2211171. D4. Medical device expiration date: 31oct2027. H4. Device manufacture date: 07nov2022. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the packaging units of 20 bd emerald¿ syringes had packaging issues leaving paper shards and compromising sterility. The following information was provided by the initial reporter, translated from french: "quality problem pre-cut packaging that tears off - disinfection of syringes 20 different syringes lots ".

Event description:
It was reported that the packaging units of 20 bd emerald¿ syringes had packaging issues leaving paper shards and compromising sterility. The following information was provided by the initial reporter, translated from french: "quality problem pre-cut packaging that tears off - disinfection of syringes 20 different syringes lots "

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 307731 and lot numbers 2211171 and 2301118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review; however, the retained samples did not display any signs of defect. It is possible that the reported incident resulted from a non-existent cut in the unitary blister packages; however, the perforation cut was clearly seen on all of the retained sample packages and when testing was performed, no package damage resulted.